Event description:
It was reported that (1) device was used during a skin transplant. It was reported by the affiliate that the pmw35 stapler, did not release the staple. The case was completed using a endosurgery device from a different lot. There was no consequence to the pt.